Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother called start right to report low readings at night and high readings during the day. The customer's blood glucose levels ranged from 40 to 50 mg/dl during the lows. The caller stated that they have spoken with a doctor. Caller stated they wasted four infusion sets. Caller was informed to call help line, caller declined to speak with help line. Nothing was replaced or returned.